Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose of 479mg/dl. The caller did bolus, but her blood glucose continued being high. Troubleshooting was performed. The time and date were incorrect. Assisted the caller to correct them. However, the basal rates and bolus wizard settings were correct. The drive support cap appears to be normal. The customer believes that the insulin pump was under delivering insulin and she usually experienced low blood glucose. No further information was provided.